Event description:
It was reported that, the fiber broke during holmium enucleation of the prostate procedure. The fiber was replaced, and another fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Exact b3 date of event was not provided.

Manufacturer narrative:
The returned fiber was received and analyzed by the post market quality assurance laboratory. The device was received broken into two pieces, confirming the reported event. The fiber tip exhibited normal degradation, and the connector showed no defects. The device successfully passed the functional test. Based on the available information, it is likely that procedural conditions during device setup or use contributed to the fiber body break. As stated in the device instructions for use (IFU), users should inspect the fiber for kinks, punctures, fractures, or other damage prior to use. If any damage is observed, the fiber should not be used and must be returned to the supplier for replacement. Exact b3 date of event was not provided.

Event description:
It was reported that; the fiber broke during a holmium laser enucleation of the prostate procedure. The fiber was replaced, and another fiber was used to complete the procedure. There were no patient complications.